Event description:
It was reported that a malfunction occurred with a pump, indicated by error code 16-0x20e6. The blood glucose level at the time was recorded at 180 mg/dl, which is within the normal range. As a corrective action, the pump was reset, but the malfunction persisted, leading to a decision to return the pump for further investigation. A replacement pump with a new serial number was provided.